Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of larger than normal step between the introducer and cannula body, as no product has been returned to date. A root cause of this occurrence cannot be determined without returned product. The device history record could not be reviewed as no lot number was provided. Complaints received from (B)(6) 2020 through (B)(6) 2021 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this occurrence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during use of this bio-medicus cannula the customer is reporting whilst trying to advance the femoral cannula the customer noted there appeared to be a larger than normal step between the cannula tip and the introducer. The consultant dilated the vessel to 25fr (slightly larger than the 23fr cannula) and this still didn't help. The cannula was replaced to continue with the procedure. There was a slight risk of bleeding however, there is no adverse patient effect associated with this event. Sales rep followed up with the customer who confirmed no patient event as a result of the delay in cannulation or that any excess bleeding has been a result.